Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reference symptom (air detected in cassette warning) found in the alarm history records was not confirmed during the treatment. The reported symptom (sb supply bag lines are blocked) was not confirmed with testing. The reported symptom (¿¿mwd watchdog timer error alarm) was not confirmed with testing. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The post-accelerated stress test two hours and fifteen minute self-test / treatment was performed and completely without failures. Patient sensor calibration check passed. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
"."

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering a supply bag lines are blocked alarm during dwell 1 of 5. During troubleshooting, the patient also reported encountering an air detected in the cassette alarm during the previous night¿s treatment and upon removing the cassette a fluid leak was observed. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited.